Manufacturer narrative:
Investigation is ongoing.

Event description:
There was an allegation of a misreading of a sample barcode when using the hamilton star compl. With accessories. It was observed that the sample barcode ID (B)(6) was incorrectly captured as "90".